Manufacturer narrative:
The product was returned for analysis. Both haptics were broken-gusset area (not returned). The optic was scratched-rejectable. The optical resolution was acceptable and the focal length reading was 18.17 equaling an 22.0 diopter. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.

Event description:
A surgeon reported that a pt experienced vertigo and difficulty reading, following intraocular lens (iol) implant surgery. The iol was exchanged for a different model. Additional info has been requested.